Event description:
It was reported to medtronic minimed that the customer noticed battery lasted less than expected, sticker worn off, an insulin flow blocked alarm, failed battery test, auto rewind required, sensor lasting less than expected, and power system error. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-397a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump failed the sleep current measurement test due to corroded battery tube assembly. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Successfully downloaded history files and traces using thump software. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on 02/03/2025 22:33:43.000 during bolus delivery. The pump was cut open and traces of moisture on pcba1, battery tube and motor noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, corroded battery tube, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), cracked retainer, faded serial number label, missing display window cover, and cracked battery tube threads. In summary, the pump passed functional testing. No delivery alarm/occlusion alarm not confirmed. Expose to moisture on electronic assembly noted during visual inspection. Drive/motor anomaly-rewind not confirmed. Power problem-failed battery test not confirmed. Power problem-battery loss confirmed. Power problem-charge/battery lasts less than expected confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.